Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the pump¿s black box revealed that there was no evidence of a load step malfunction. A rewind, load and prime sequence was performed successfully with no issues. A force sensor calibration check showed the pump was detecting the correct force. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, there was a base crack between the case seal and the keypad. (B)(4).